Manufacturer narrative:
Device passed selftest. Device received pump error 43 during rewind due to corroded motor home switch and corroded electronic assemblies. Unable to perform displacement test, prime or seating test, basic occlusion test, force sensor test, and occlusion test or verify pump error 130 due to pump error 43. Device tested outside the pump and received pump error 43 at rewind.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple pump error alarm. The customer¿s blood glucose level was 5 mmol/l. The customer was assisted with troubleshooting. Customer reported that they were able to clear the alarm. Customer stated they are not able to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.